Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.00mm x 12mm emerge¿ was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another emerge balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.00mm x 12mm emerge was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another emerge balloon catheter. No patient complications nor injuries were reported.